Event description:
Related MFR # 2916596-2023-07681. It was reported that the patient's batteries became very hot and had a reduced battery life. The batteries lasted for 10 hours before needing to be replaced. The patient's batteries were exchanged.

Manufacturer narrative:
A4 patient weight not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: corrected. Section d4: catalog number: corrected. Section d4: primary UDI number: corrected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s batteries becoming hot and reduced battery life was unable to be confirmed. The heartmate 14 volt lithium ion battery (s/n: (B)(6)) was not returned for analysis. Per the provided information, the patient¿s set of batteries were simply due for recalibration. No further issues have been observed since. No log files, photos, or additional documents were submitted for review. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii patient handbook, rev. D, and heartmate iii instructions for use, rev. C, section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to use the 14v batteries and universal battery charger (ubc). Heartmate 3 instructions for use, rev. C, section 1 entitled ¿introduction¿ states that when fully charged, a pair of heartmate 14 volt lithium-ion batteries can power the system for up to 10¿17 hours, depending on the activity level of the patient. The heartmate 14 volt li-ion battery instructions for use (IFU), rev. E, under section 5.0, entitled ¿calibrating heartmate batteries¿, also explains when a battery is due to be calibrated and how to calibrate a 14v battery. Heartmate iii instructions for use, rev. C1, section 3-¿powering the system¿ cautions the user to store 14v batteries within approved temperatures: 14°f to 104°f (-10°c to 40°c). It states to not use in temperatures that are below 32°f (0°c) or above 104°f (40°c) or the battery may not work suddenly. Heartmate iii patient handbook, rev. D, and heartmate iii instructions for use, rev. C, caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The testing records were reviewed for the heartmate 14v battery (s/n: (B)(6)) and it was found that the battery set operated as intended. No further information was provided. The manufacturer is closing the file on this event.